Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with rash, redness, inflammation and an infection under the entire sensor patch area. Prior to sensor insertion the area was prepped with alcohol. The skin reaction was treated with prescription oral antibiotic amoxicillin 500mg 4 times a day. There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).